Event description:
Customer reportedly received results of 167 mg/dl and 370 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was prepared for use in a cytodiagnosis procedure. According to the complainant, when the physician attempted to insert the brush over the guidewire (manufacturer unknown), he felt resistance and was "unable to insert". The procedure was completed with another rx cytology brush. There were no patient complications as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results; resistance retracting the brush.